Event description:
It was reported that at approximately 1920 hrs. On (B)(6) 2023, the nurse "scanned and started a new bag of levophed (norepinephrine, 8mg in 250ml according to ikp report) due to the patient having decreasing blood pressure (bp)." The patient reportedly "often dropped bp during this admission and 0.01mcg/kg/min dose of levophed often helped maintain a normalized bp." Moments later, the bp monitor was sounding an alarm as the "bp was increasing quickly." The nurse went into the room to assess the patient, monitor, and infusions. Patient's bp continued to climb reaching greater than 200mmhg systolic blood pressure (sbp) and >100 diastolic blood pressure (dbp) with the heart rate rapidly increasing as well. The patient stated not feeling well suddenly. The nurse disconnected the levophed from the patient's triple lumen catheter (tlc) to right internal jugular (rij) vein, clamped the lumen, and called for help to which two rns came to the room to assist the bedside nurse. Right away, the nurse "felt liquid running down" their fingers and hand. The fluid was found to be levophed coming out of the IV line from the pump module at a rapid rate. The pump appeared to display infusion at a dose of 0.01mcg/kg/min, which was approximately 2 ml/hr. Rate. The nurse opened the pump module to check if the line was secured properly; it appeared loaded correctly. The nurses shut off the pump and removed the channel from the pcu to be serviced. The levophed line was placed into a new channel and tested for proper flow; it was not reconnected to the patient at that time. The patient's bp and heart rate (hr) began decreasing shortly after the removal of levophed from the tlc and soon returned to normal. The patient then stated feeling much better. The nurse notified the critical care nurse practitioner, in person, and came to the unit shortly after this event occurred, approximately 1945-2000 hrs. The patient¿s blood pressure reportedly increased, "but there was no permanent harm to the patient" at that time. However, it was unknown how much levophed was left in the bag, but a new bag had just been hung when the issue occurred. This event occurred in surgical intensive care unit (sicu) on a patient who was initially admitted for decompensated heart failure and respiratory failure. The patient reportedly developed acute on chronic hypoxic hypercapnic respiratory failure; was "eventually made a dnr" (do not resuscitate) and expired. The hospital¿s patient safety officer stated that ¿the preliminary cause of death is respiratory failure¿ and ¿there was no documentation indicating that the levophed caused or contributed to the patient¿s death.¿

Manufacturer narrative:
The actual date of death is unknown. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text: see manufacturer narrative.

Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer?, annex a : a24, a0401, a040502, a0709. Annex g : g07001, g0405206, g02017, g0301204. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Annex b : b01, b14. Annex c : c02, c19, c07, c17. Annex d : d14, d15, d07, d02. Investigation summary: the reported issue that there was an over infusion of levophed could not be confirmed or duplicated on the received alaris system. The associated pcu event log analysis found that an infusion of norepinephrine (levophed) at 8mg/250ml was started on the suspect pump module s/n: 14093567 on the date 27aug2023 at the time of 7:15 pm. The infusion rate was recorded at 2.1525ml/h with the volume to be infused (vtbi) at 200ml. This indicates the infusion duration is approximately 93 hours. This duration is derived by dividing the vtbi (200ml) by the infusion rate (2.1525ml/h). The infusion was manually terminated at the time of 7:19 pm with first selecting the pause key then selecting the channel off key. The suspect pump module had a safety clamp open and check IV set alarm at the time of 7:23 pm. These events indicate the administration set was removed from the pump module. The pump module was recorded removed from the system a few seconds later. The calculated primary volume infused (pvi) for the norepinephrine is 0.13ml. This value was derived by subtracting the pvi at the infusion start (528.663ml) from the pvi recorded when the infusion was stopped (528.793ml). The pump module event log could not determine why the infusion that was programmed to infuse for approximately 93 hours was terminated early after only infusing for approximately 4 minutes. The testing and inspection process did not find any existing malfunctions that may have been a contributing factor for the reported over infusion of norepinephrine. The suspect pump module did not exhibit any unregulated flow occurring during infusion testing. The administration set was requested but was not received; therefore, it could not be inspected or tested.

Event description:
It was reported that at approximately 1920 hrs. On (B)(6) 2023, the nurse "scanned and started a new bag of levophed (norepinephrine, 8mg in 250ml according to ikp report) due to the patient having decreasing blood pressure (bp)." The patient reportedly "often dropped bp during this admission and 0.01mcg/kg/min dose of levophed often helped maintain a normalized bp." Moments later, the bp monitor was sounding an alarm as the "bp was increasing quickly." The nurse went into the room to assess the patient, monitor, and infusions. Patient's bp continued to climb reaching greater than 200mmhg systolic blood pressure (sbp) and >100 diastolic blood pressure (dbp) with the heart rate rapidly increasing as well. The patient stated not feeling well suddenly. The nurse disconnected the levophed from the patient's triple lumen catheter (tlc) to right internal jugular (rij) vein, clamped the lumen, and called for help to which two rns came to the room to assist the bedside nurse. Right away, the nurse "felt liquid running down" their fingers and hand. The fluid was found to be levophed coming out of the IV line from the pump module at a rapid rate. The pump appeared to display infusion at a dose of 0.01mcg/kg/min, which was approximately 2 ml/hr. Rate. The nurse opened the pump module to check if the line was secured properly; it appeared loaded correctly. The nurses shut off the pump and removed the channel from the pcu to be serviced. The levophed line was placed into a new channel and tested for proper flow; it was not reconnected to the patient at that time. The patient's bp and heart rate (hr) began decreasing shortly after the removal of levophed from the tlc and soon returned to normal. The patient then stated feeling much better. The nurse notified the critical care nurse practitioner, in person, and came to the unit shortly after this event occurred, approximately 1945-2000 hrs. The patient¿s blood pressure reportedly increased, "but there was no permanent harm to the patient" at that time. However, it was unknown how much levophed was left in the bag, but a new bag had just been hung when the issue occurred. This event occurred in surgical intensive care unit (sicu) on a patient who was initially admitted for decompensated heart failure and respiratory failure. The patient reportedly developed acute on chronic hypoxic hypercapnic respiratory failure; was "eventually made a dnr" (do not resuscitate) and expired. The hospital¿s patient safety officer stated that ¿the preliminary cause of death is respiratory failure¿ and ¿there was no documentation indicating that the levophed caused or contributed to the patient¿s death.¿